Event description:
The customer obtained a non- reproducible, higher than expected, vitros trop I es result (0.983 vs. Expected result = 0.020 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. The affected result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the result and the customer retested the affected sample. A corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros trop I es result was obtained from a single patient sample while using the vitros 5600 integrated system. An ocd fe performed service actions to multiple subsystems of the analyzer and returned the system to expected performance. The investigation could not determine a definitive root cause. An instrument related issue cannot be ruled out as a contributing factor. There was no evidence that a reagent related issue contributed to the event.